Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that customer reported the head deck on the pancea 2000 bed snapped. It is not completely broken off, it snapped in half. It is broken at the bolts right under the welds. This happened while the resident was in bed, but there were no injuries. Complaint # (B)(4) and ra#(B)(4) was entered into our system to have the bed returned for evaluation. As of this writing, this product has not been returned.